Event description:
It was reported that there was a lead warning for high impedance on the right ventricular (rv) lead. The lead also had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were three patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2014. The daily high volt lead trend data shows an increase for defibrillation active can on impedance and superior vena cava (svc) defibrillation equal to 71 to 208 ohms peak between 2013-(B)(4) and 2013-(B)(4).